Manufacturer narrative:
(B)(4). The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. The reason for the late report is human error.

Event description:
It was reported by the sales representative that the bone healing system was returned because the system "was too heavy and when the coil would slide off of the foot, it would tug on the healing wound." The patient was switched to an orthopak unit because it was easier to place the electrodes on the outside of the wound and therefore not interfere with the wound healing. It is reported the patient is doing well with the orthopak.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The product was received in a shipping bag appearing to be in good physical condition. The device history records were reviewed in the evaluation and no abnormal condition was reported. The product was functionally tested and operated within specification. Therefore, the complaint is not confirmed. The most-likely cause for the complaint could not be determined because the product functioned as intended.